Event description:
The patient had a 3.0 x 9 mm integrity rapid exchange (rx) coronary stent implanted. Stent implantation was successful. Approximately two weeks post implant of the integrity rx stent, the patient experienced a rash on the left side of the arms and chest. The patient confirmed that they had no known allergies to metals. The patient took non-prescribed medication to treat the rash. It was reported that the symptoms have since cleared up and the patient feels fine.

Manufacturer narrative:
Results: inherent risk of procedure (allergic reaction). (Root cause of reported event cannot be determined). Conclusions: no conclusion can be drawn (root cause of reported event cannot be determined). (B)(4).